Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy surgery during screwing in, the upper part of the device broke and the threads became unstable. The device remained in the patient and was used to finish the procedure. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint not confirmed. A visual evaluation of the driver did not reveal any problems. However, that the bio-composite suturetak, 3mm and sutures blue and white/black were not returned for investigation the cause of the broke anchor or sutures cannot be determined. No problem found.